Event description:
Customer contacted baxter althin service rep concerning alarm. A/v pressure, venous level adjust switch stuck. Part switch shipped to customer for replacement. No pt involvement reported.